Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an infection a week to two weeks ago. The patient was treated with unknown antibiotics. Upon follow up, the pdrn stated that the patient had peritonitis on (B)(6) 2018. The pdrn stated that the patient was not hospitalized. Pdrn stated that the patient did have a culture taken which was positive for peritonitis. The organism was staphylococcus epidermidis taken on (B)(6) 2018. Pdrn stated that the patient was prescribed vancomycin 3000mg intraperitoneal injection for every 4-5 days for 3 weeks. Pdrn was unsure of the cause of the peritonitis event as the patient does practice aseptic technique and has not reported any fluid leaks. Pdrn stated that the patient is continuing pd therapy. There are no samples available to be returned to the manufacturer for physical evaluation.